Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ultrabag therapy. In (B)(6) 2008, the patient began treatment with dianeal pd4 ultrabag therapy (2l, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized. It was not reported if a peritoneal effluent analysis and culture were performed, if remedial therapy was rendered, if dianeal pd4 ambuflex was ongoing or if the event of peritonitis had resolved. The nurse did not provide an assessment of causality for the event of peritonitis.